Manufacturer narrative:
Concomitant products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
It was reported that the patient missed a refill appointment and the pump 'ran dry.' It was noted that the 'reservoir that was filled out said zero.' The last time the pump was refilled was noted to be 11-19. The physician was discussing decreasing the dose as they did not know how long the patient had gone without the medicine. It was also noted that the pump flipped over in the patient's adipose tissue. The pump system was being used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
The previously reported information [it was also noted that the pump flipped over in the patient¿s adipose tissue] no longer applies to this event. See manufacturer¿s report #3007566237-2013-01772.